Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The customer's complaint could not be duplicated or confirmed.